Event description:
The customer reported the pump did not alarm for air in the line. Anecdotal info was rec'd from the customer reporting an adult pt on the 5th floor transplant unit was coughing and had difficulty breathing. The pt said "I cannot breathe." The nurse reported visualizing an unk amount of air with a "striped" pattern (air/fluid/air/fluid). The single bolus air in line setting was at 250ul. Medical intervention was required: rapid response, oxygen, breathing treatment and ativan. No further pt or event info was provided. Customer stated a user facility medwatch has been submitted; a copy of the report was not provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The reported incident could not be confirmed. The customer had maintained continued use of the devices after the alleged incident date and as a result the pertinent log data had been overwritten. The logs did have several instances of ail alarms having occurred during the usage of the devices after the reported incident. Testing and inspection of the returned devices found no existing device malfunctions. The pump modules' air in line assemblies were found to be detecting air within specification at the incident ail single bolus setting of 250ul. The root cause for the customer's reported experience is unk and no more info is available.